Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("heavy periods"), myalgia ("muscle pain") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyotic uterus") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was treated with surgery (total vaginal hysterectomy on (B)(6) 2019 and right and left salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, myalgia, fatigue, uterine leiomyoma and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, fatigue, menorrhagia, myalgia, pelvic pain and uterine leiomyoma with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-mar-2020. The most recent information was received on 19-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("heavy periods"), myalgia ("muscle pain") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyotic uterus") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was treated with surgery (total vaginal hysterectomy on (B)(6) 2019 and right and left salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, myalgia, fatigue, uterine leiomyoma and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, fatigue, menorrhagia, myalgia, pelvic pain and uterine leiomyoma with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.